Event description:
Device analysis found that the catheter shaft was broken from the proximal end. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the catheter shaft was broken 6.2cm from the proximal end. All catheter dimensions were found within specifications. The directions for use (dfu) cautions to exercise care in handling of the microcatheter during the procedure to reduce the risk of accidental breakage, bending or kinking. It is probable that the shaft broke during removal from the dispenser hoop at the preparation stage. Therefore a root cause of handling has been assigned to this investigation.